Event description:
It was reported that this pacemaker device was found in safety mode and unable to be interrogated. The patient reported symptoms like fainting and dizziness. The patient was seen in the hospital for device replacement. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects ere reported. This device is expected to be returned for analysis. An attempt was made to obtain additional information regarding the device serial number. At this time no further information is available. Should additional information become available this report will be updated.